Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted (B)(6) 2011; 4968-25 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) epicardial lead was starting to break as evidenced by noise and oversensing. The ra lead was capped and replaced. During the replacement procedure the right ventricular (rv) epicardial lead displayed unacceptable high thresholds. The physician elected to cap and replace the rv lead. No further patient complications have been reported as a result of this event.